Event description:
I had a prophylactic bilateral mastectomy in 2007. I had expander implants in for about a year before I had permanent implants put in (B)(6) 2007. I learned last summer there are many immune system problems being associated with silicone implants. I never connected the dots but realized a large amount of issues destroying my life over the last 12 years was connected. Here is a list of my health problems through this time. Mind, I never had any health issues prior to these implants. Extreme fatigue first, then ibs diagnosis, shooting pain through my legs for long periods of time, bone growth on my elbow from an injury when I was ten years old (was now 30), carpel tunnel syndrome (recently diagnosed but issue began at around 30yrs old), loss of vocal chord endurance(losing voice frequently), sound sensitivity, sleep difficulties, weight gain issues, small nodule on thyroid, some inconsistent numbers on thyroid function, wore a hairband and hair would not grow back in that spot for 3 months, optic neuritis 2014 diagnosed-lost part of my visual field permanently, (B)(6) of 2015 diagnosed with ms-multiple sclerosis, diagnosed with sibo and possible gluten allergy 2018, some gastroparesis intermittent with other digestive problems-documented, arthritis in hands 2018, hyperpigmentation on face 2019, depression, ruptured implants intracapsular on both sides, evidence of extra capsular in MRI. Had explant and diep flap reconstruction on 1/29/2020. I have a lot of testing results and data over the years but would have to compile them for further information. FDA safety report ID# (B)(4).